Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not specify the root cause of the reported phenomenon. [Consideration]. The reported phenomenon was detected during inspection prior to use at the user facility. Based on this fact, it was presumed that the reported phenomenon occurred in the following mechanism in the same way as the former similar case. The photo took at the evaluation of olympus korea showed foreign material which clogged the instrumental port. The material was difficult to identify from its photo. Omsc therefore cannot presume further cause. I) foreign material entered the instrumental channel. Ii) the material was not properly removed from the channel and left for influence of the following: ii-a) reprocessing process at facility differed from IFU recommendation. Ii-b) reprocessing staff of the user facility was less trained in reprocessing and/or device handling according to IFU. [Notes]. The reported phenomenon thought to be preventable since IFU (reprocessing manual) specifies as below: ¿1.3 precautions: all channels of the endoscope, including auxiliary water channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and confirmed the reported phenomenon. It was found that the channel cleaning brush and the forceps could not be inserted because channel tube was blocked. There was foreign material in the channel, but it was not removed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the accessories was clogged in the channel of the subject device during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.